Event description:
Reported premature battery depletion problem (less than one year) with the following three products: discovery, meridian, and pulsar. The devices involved are pacemakers and implantable defibrillators.